Manufacturer narrative:
This supplemental report is being submitted to provide the UDI and lm investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed that there were no manufacturing abnormalities, special adoptions, and variations. Via DHR. The legal manufacturer reported that the unit was delivered to the customer on october 14, 2020. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: based on the similar event, the cause of the phenomenon is considered to be failure of the sdi driver ic on the dx board. Since this event was confirmed at the time of installation of the product, it was presumed that the root cause is failure of the sdi driver ic due to application of excessive static electricity to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, this event is considered not to be a defect related to the design/manufacture of the equipment, but be a defect caused by the handling at the time of installation of the equipment. In order to prevent static electricity from being charged before unpacking the product, the sdi cable included with the cv main unit is each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. This defective product is the product in which the enhanced static electricity resistance measure is applied for the dx board which controls sdi output. "The endoscopic image does not appear on the monitor", the following is described in "9. 2 troubleshooting guide" of the instruction manual. However, since the reported event could not resolved even though above actions were made, it was considered that the reported event was not contributed by these types of handling.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complain of ¿sdi output signal¿ was confirmed due to a faulty dx/printed circuit board. The unit was equipped with current software. The unit passed all other functional test.

Event description:
The service center was informed that the serial digital interface (sdi) outputs on the unit exhibited no signal. The monitor and cable were connected to another video system and functioned without issue.